Event description:
This event is a duplicate complaint.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). During evaluation it was determined that this complaint and report (MFR - 0001038806 - 2019 - 01605) is a duplicate of MFR-0001038806-2019-01481. As a result, the prior submission for MFR - 0001038806 - 2019 - 01605 submitted on dec 12, 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided.

Event description:
It was reported that the screw of the abutment was fractured. The fractured part was removed from the implant.